Event description:
It was reported that during a da vinci surgical procedure, the monopolar curved scissors instrument didn't cut. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the instrument failed a functional cut test. The scissors did not cut cleanly through .006 latex as it snagged at the scissor tips. The blade edges were not damaged but exhibited wear at the tips negatively affecting cut performance. An additional observation not reported was most of the pad printing material was removed from the tube extension. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the pad printing material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.